Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2019 with the following findings: during investigation, the black box download verified a pump reboot event on the complaint date of (B)(6)2019. The battery compartment was cracked below and above grip pad. The battery cap threads damaged/stripped. The pump intermittently powered with the returned battery cap. A test battery cap was used for all testing. Pump exercised 12 hours with no power issues or alarms occurring..pump opened, and no damage or moisture found to power circuit.